Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer's insulin pump had been malfunctioning. It was reported that customer received no delivery alarms, keypad anomaly and battery longevity. Customer was not with caller and caller was advised to call back when customer was available with insulin pump in order to troubleshoot.